Manufacturer narrative:
Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 27-nov-2015, UDI#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter; product ID: 8709, serial/lot #: (B)(4), ubd: 07-feb-2009, UDI#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of lioresal at 254 mcg/day via an implantable pump for intractable spasticity and head/brain injury. On (B)(6) 2020, it was reported that the patient fell 3 weeks prior and had a catheter access port dye study done on (B)(6) 2020, where no csf was seen. The hcp decided to go to the or to fix the catheter and replace the pump due to it reaching time for normal battery depletion. The catheter was replaced and discarded as it was found to be coiled in the lumbar space and was no longer in the intrathecal space. No symptoms were reported. The issue was considered resolved at the time of the event. The patient's status was listed as "alive-no injury". No further complications were reported.